Manufacturer narrative:
Lumenis is currently investigating the reported event. When relevant information is provided to lumenis by the physician regarding this report, lumenis will file a follow-up medwatch report.

Event description:
A user facility reported that one patient sustained burns to the lower legs following treatment with a lumenis m22 laser.